Event description:
It was reported that the rn called regarding a drain failure alarm. Heart rate 100/mn. Patient going for ventricular assist device (vad) in the morning. The clinical support specialist (css) verified with the rn that the pump is currently pumping. The css informed the rn that pump performs the drain task every 20 minutes during a diastolic phase. With elevated heart rate (hr) pump suspends this drain task since diastole is too short. The css explained to the rn how to perform a manual purge to reset this alarm. They may need to perform manual purge periodically as long as hr is elevated if drain failure alarm should reoccur. The rn verbalized understanding all of the above. Manual purge was performed and alarm was reset.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Evaluation: the pneumatic control switch (pcs) was returned for evaluation. The pcs could not be affixed to an engineering pump due to the fact that the threads on the drain port were physically damaged. The pcs valves were disassembled, where it was visually confirmed that valve 4 contained contamination which blocked the channels inside the valve causing improper function of the valve in the field. The pcs was connected to the pump indexer where all four valves were tested. Valve 4 was not able to actuate due to this contamination blockage. The reported complaint of "drain failure" is confirmed. The pcs assembly failed functional testing. There were large amounts of foreign matter inside the drain valve. This is consistent with the reported problem.